Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the total hip arthroplasty revision surgery due to three (3) broken cortex screws, the surgeon was reaming the femoral canal using the flexible shaft and the reamer got caught on one of the broken cortex screws and the reamer shaft broke. The surgeon continued to ream twisting the reamer shaft past its capabilities. It kept twisting on the power connection side but was not moving at the distal end causing it to fail. It is unknown if all fragments were retrieved. The broken items have been discarded. Procedure was completed by replacing the dhs with an arthroplasty. The patient status is unknown. Concomitant devices reported: unknown reamer head (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).